Manufacturer narrative:
The pod was discarded and will not be returned for eval. We are unable to determine if any malfunction or other product condition could have contributed to the reported hyperglycemia. The customer reported that the cannula did not insert into her skin. This condition could interrupt insulin delivery and contribute to hyperglycemia. The omnipod user guide warns, "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted hyperglycemia may result" and "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin - usually with an injection of rapid-acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin delivery," it advises, "to avoid hyperglycemia (high blood glucose), check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)." No lot qualification records were reviewed, as a product lot number was not provided.

Event description:
The customer reported that she had "high" (>500 mg/dl) blood glucose results while wearing a pod. She stated that the cannula did not insert into her skin. She said that the pod was worn on her arm. The pod was discarded.